Event description:
Per the clinic, the patient developed an infection and experienced drainage at the implant site and was treated with oral antibiotics. However, the issue could not be resolved; the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.